Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on november 01, 2019 that a wallflex biliary rx fully covered rmv stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed 11 months ago. The patient's anatomy was not tortuous. Reportedly, the stent was implanted after liver transplant. According to the complainant, on (B)(6) 2019 during a routine stent removal procedure, it was noticed that the stent had migrated 1cm from its original position, and tissue ingrowth was noted at about 2/3 of the stent circumference. The physician grabbed the retrieval loop to remove the stent out from the patient, but as he pulled the stent, the stent unraveled/ broke about 3cm and the stent was unable to be removed. Reportedly, the patient will be re-scheduled for a biliary revision surgery. The exact date of the surgery is unknown. Note: a photo of the complaint device was received and upon review, an obstructed, deformed, and broken stent was noted.